Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent a revision operation with the replacement with an artificial head after the removal. The patient was originally indicated for a femoral head prosthesis but the fracture line was located on the trochanteric region from the inside of the neck and the patient was challenged with osteosynthesis on (B)(6) 2020. Although intraoperative reduction was difficult, the reduction of the anterior wall was performed and the implant placement position was good. On an unknown date it resulted in a cut-out. The doctor said it was a problem with the original indication and was not caused by the product. The artificial head was good from the beginning. Concomitant devices: locking screw (part# 04.005.522s, lot# 6l58067, quantity 1), guide wire (part# 357.399s, lot# 357.399s, quantity 1). This report is for one (1) 11mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 2 for (B)(4).